Event description:
The pt originally had a zenith device implanted and developed a proximal endoleak (date of original procedure is unk). In 2009, pt was brought in to treat with an endologix 34mm proximal extension. The pt was instead treated with a palmaz stent which resolved the endoleak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Use of the palmaz stent is off-label. No endologix devices were implanted in this case.